Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty folder and seventeen strands were received for analysis. The product code w203 is multistrand and should contains seventeen strands non-needles. Visual analysis of the returned sample revealed that it was received one open folder and seventeen strands that pertained to product code w203. This product code contains seventeen strands per packet. A visual inspection of the sutures revealed the presence of a foreign material, identified as a yellow strand interlaced and knotted within one of the silk sutures. Based on the sample's condition, it was determined that the knot in the suture was not detected during the product's initial visual inspection process. No irregularities were observed in the remaining sutures. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2026. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please describe the type of foreign matter that was observed. Orange suture. Are there any photos of the foreign matter available? No photo, thhe impacted product is returned to loc bq. Is it possible that the foreign material fell into packaging upon opening of device? No, its winf with the suture. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When you unpack it, there is an orange thread inside. There were no significant delays reported. There were no patient consequences. Additional information was requested.